Event description:
The customer's wife reported that "several pods" from her husband's last shipment had failed (though no specific failure mode was cited). While wearing the subject pod, he experienced a bg level of 1,000 mg/dl, which required him to go to the hospital. While at the hospital, he had "flat-lined" four times. He was also hospitalized for "respiratory arrest". No information was provided about his hospital stay. The pod will be returned for investigation. Note: per a follow-up phone call with the customer's wife, her husband "will be starting back on the pods" after he visits with his primary care physician. During this call, it was requested that the pdm be returned for evaluation as well.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device; residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Note: the pdm associated with this event was expected to have been returned for evaluation, but has not been received to date. Without the device returned for investigation, no malfunctioned can be confirmed that may have resulted in erroneous bg readings. A follow-up MDR will be submitted if the pdm is returned for evaluation after this date.